Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-03393 & 2134165-2009-03396. It was reported that during a percutaneous coronary interventional procedure, patient complications and subsequent death occurred. The patient had experienced a myocardial infarction 8 days prior to this procedure. The 80% stenosed lesion being treated was located in the severely calcified, moderately tortuous left anterior descending artery. The access site was the femoral artery. Following exchange from another manufacturer's guide wire to the rtw floppy, the 1.50mm burr was advanced to the lesion. Significant resistance was noted upon insertion into the vessel. Prior to ablation, the patient became unconscious and unresponsive. Therefore, the physician aborted the procedure. CT later showed a cerebral embolism. Surgery was performed for decompression and hematoma cleaning. Patient had treatment for dehydration, anti-infection, trophic nerve and symptomatic treatment following surgery. Three days later, the patient had a tracheotomy. Six days post-procedure, the patient had cerebrospinal fluid drainage. Eight days post-procedure, the patient experienced a decreased heart rate, decreased blood pressure and cardiac arrest, leading to death. Cause of death documented as big cerebral hemorrhage after infarction.